Event description:
In 2002 the end-user called medtronic minimed, USA and stated their infusion set had a crack in it going up where it connects to the reservoir. In october, 2002 maersk medical a/s received the complaint and 1 used tubing.